Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A copy of the device¿s memory was preserved and submitted to boston scientific technical services (ts) for analysis. Analysis determined that the device the output was manually reprogrammed on (B)(6) 2017 and there were no signs of device malfunction.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine device check this pacemaker was found to be operating in asynchronous voo pacing mode. The device was reprogrammed and there were no adverse patient effects.